Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a sore. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized reporting out of the abundance of caution. Patient reported that the irritation is getting bette